Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows enmv high error. Upon functional testing, fse found that the geo module was damaged. The philips engineer replaced geo module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system geometry cannot move. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the control module was replaced, the system was returned to use in good working order.